Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to colon tumor during laparoscopic low anterior resection, the device was able to fire; however, the staples could not be formed completely, and some staples were deformed. The same event occurred on three units of reload. A competitor¿s product was used to complete the case. There was no patient injury.